Event description:
Report received via 3rd party lawsuit alleges defective dialysis machines used at user facility exposed plaintiff to a risk of infection through exposure to the blood of other patients. Plaintiff alleges mental anguish and emotional disress as a result of incident.